Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Scheduled revision of the right hip for (B)(6) 2016. Patient fractured right hip due to a fall. Patient experienced a pop, then subsequent grinding and pain. X-rays were taken after visit to dr office which shows a fractured ceramic insert.

Manufacturer narrative:
An event regarding a crack/fracture and dislocation involving a trident liner was reported. A review by a clinical consultant confirmed crack/fracture and dislocation. Method & results: -device evaluation and results: the device was not returned, however images of the explanted device were made available. The images showed the ceramic part of the liner fractured into a number of separate pieces. The metal part of the liner has a large hole present. -medical records received and evaluation: a review of the provided information by a clinical consultant noted: the principal problem of ceramic liner fracture was caused by a fall of the patient after which he experienced a pop, then subsequent grinding & pain. The correlation between event and fall as such is evident. X-rays confirm the presence of a ceramic liner fracture already before reduction of the dislocation with ceramic debris and pieces in and around the joint space. The ¿pop¿ was caused by the dislocation while the grinding was caused by the femoral head rubbing against the ceramic fracture pieces. No evidence is available to suggest that device-related factors might have played a role while the present failure scenario as based upon the reported trauma with fall of the patient as patient-related trigger event provides a more than plausible explanation for the failure event of this case. This pi case is not device-related. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a report by a clinical consultant concluded: an acute overload condition in the ceramic articulation was triggered by a patient fall causing a hip dislocation with loss of surface contact between ceramic liner and femoral head generating huge point contact forces and as such causing the ceramic fracture. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Scheduled revision of the right hip for (B)(6) 2016. Patient fractured right hip due to a fall. Patient experienced a pop, then subsequent grinding & pain. X-rays were taken after visit to dr office which shows a fractured ceramic insert.